Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 20 mg/ml concentration at 11.5 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient had a refill on (B)(6) 2019 and the following day patient had a fall. Due to the fall, they were thinking there might be an infection or something else going on at the pump site. The pump site (abdomen) was very swollen and red. He was with the patient today due to withdrawal symptoms that started 2 days ago. The patient mentioned he usually took oral dilaudid however he ran out of it two days ago. This may explain the withdrawal symptoms. He initially tried to interrogate the pump with the tablet but it was not connecting (the rep thought it was because of the swell over the pump) so he tried with his clinician programmer and was able to get a reading. The rep tried again with the tablet while on the call and he was able to connect. The logs did not show any anomalies. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the infection was confirmed. The cause of withdrawal symptoms were stoppage of oral medications. Patient had pump removed on (B)(6) 2019 without the presence of rep. No further complications were reported.